Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives error 221.2010 on 8100 (s/n (B)(4)), at powering on the device. Failure device type: failure problem type: failure mode: case resolution: customer receives device 8100 (s/n 14395867), with error 221.2010. Explained problematic error fault associated with device. Customer to interchange the logic board with known good board to isolate problematic fault. Customer given part number to repair/replace the logic board (if needed). Informed customer if any further concerns and/or issues to give a call back. End call.